Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 07/01/2016, to report that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted at the "love handle" on (B)(6) 2016. Bg values from the meter were entered into the cgm while ??? Were displayed. No additional patient or event information is available. The dexcom g4(tm) platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen). The system may tell you that it cannot provide a sensor glucose reading. When this happens you will see either the glucose reading error symbol or the wait symbol in the status area. These symbols mean the receiver does not understand the sensor signal temporarily. These symbols are related to the sensor only. Wait for more prompts, and do not enter any blood glucose values when you see these symbols. The system will not use a blood glucose value for calibration when these symbols show.